Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate erratic readings of ¿16 mmol/l (288 mg/dl) and 12 mmol/l (216 mg/dl)¿. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013, the patient reportedly increased her ¿mph novarapid¿ insulin based on the alleged elevated readings to manage his diabetes and did not develop any symptoms. During the troubleshooting, the patient confirmed the test strips were within the discard date. The unit of measurement was set correctly. The readings were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. This complaint is being reported due to the alleged inaccurate erratic issue. The patient did not develop any symptoms that would suggest a serious injury. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2014) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (04/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.